Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported in the process of puncturing the needle, after the puncture is successful, the needle cap jams the guide wire when feeding in the guide wire, making it difficult to pass through the puncture needle and it is difficult to withdraw the puncture needle. It was reported this occurred with 4 devices. This report addresses the fourth device.